Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. The length of the patient's membranous septum was 3mm and their anatomical measurements were: diameter of valsalva (mm) n 27.9 / l 23.1 / r 24.3, height of valsalva (mm) n17.1 / l unknown / r15.5, effective orifice area (cm2) 285, perimeter of annulus (mm) 61.8, ascending aorta diameter (mm) 31.6×33.0. Calcification was confirmed from the annulus to the subvalvular to lvot. There was calcification on the rcc (right coronary cusp) side of the annulus, but it was not icicle-shaped. During the procedure, the valve was successfully placed at a depth of 4mm ncc and 4mm lcc. Due to malposition, a post-bav was performed with a 16mm non-abbott balloon resulting in a perforation of the ventricular apex causing the patient to become hypotensive. While running percutaneous cardiopulmonary support, the patient was moved to the operating room. A thoracotomy was performed and a hemostatic agent was used. There is no allegation that an abbott device caused the perforation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perforation and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported perforation could not be conclusively determined. The reported hypotension is a cascading event of the perforation. The reported surgery and unexpected medical intervention are results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. The length of the patients membranous septum was 3mm and their anatomical measurements were: diameter of valsalva (mm) n 27.9 / l 23.1 / r 24.3, height of valsalva (mm) n17.1 / l unknown / r15.5, effective orifice area (cm2) 285, perimeter of annulus (mm) 61.8, ascending aorta diameter (mm) 31.6×33.0. Calcification was confirmed from the annulus to the subvalvular to lvot. There was calcification on the rcc (right coronary cusp) side of the annulus, but it was not icicle-shaped. During the procedure, the valve was successfully placed at a depth of 4mm ncc and 4mm lcc. Due to malposition, a post-bav was performed with a 16mm non-abbott balloon. At some point during the procedure, a non-abbott guidewire resulted in a perforation of the ventricular apex causing the patient to become hypotensive. While running percutaneous cardiopulmonary support, the patient was moved to the operating room. A thoracotomy was performed and a hemostatic agent was used. There is no allegation that an abbott device caused the perforation.